Event description:
It was reported that the motor drive unit and its cables were getting hot. No case reported; therefore, no patient was involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference(B)(4). H2: additional information in b5. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection revealed a broken lanyard. A functional evaluation was performed on the returned device and a noisy motor when cable is moved was found. Further evaluation revealed a defective power cord. It was determined that the power cord has shorted internal wiring. No overheating was noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was of overheating was not confirmed. Factors which could have contributed to the reported event include a failure of a concomitant device. The complaint of mechanical jam was confirmed, and the root cause was associated with a short in the power cord. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the motor drive unit and its cables were getting hot; in addition, it was not rotating. No case reported; therefore, no patient was involved.